Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Functional/display test failed. The screen is dim. The inverter board transformer was determined failing. An internal inspection of the cycler found indication of an internal short present on transformer (t1) of the ¿inverter board¿. A known good inverter board was installed and the failure was verified. Removed functioning inverter board from the front panel screen display assembly after the completion of the investigation. There were visual indications of dried fluid found in between of the pump assembly and front panel assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a screen brightness problem. The screen was dim during ready. The display brightness was set to 10. Technical support replaced the cycler due to screen brightness problem. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested, but not received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.